Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report #1627487-2014-15704. Ref MFR report # 1627487-2014-15705. The pt received 2 model 3066 leads (from the same lot) as part of her trial scs system. The pt underwent a procedure for a trial scs system on (B)(6) 2014. The trial leads were removed on (B)(6) 2014 and at that time the pt informed her physician she was experiencing a sore neck. The pt later experienced a headache and her physician advised her to go to the emergency room. The pt had a blood patch performed on (B)(6) 2014 and her headache and sore neck have since resolved.